Event description:
A customer reported that the detachable power cord came apart at the power source plug, allowing the plug to remain in an energized outlet. A nurse reportedly received a minor electrical shock to the right index finger and experienced slight tingling for five minutes. No redness or injury was noted. Initial eval of the device revealed that the power cord plug had been modified, and that the end of the plug was damaged. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.